Event description:
It was reported that the fiber did not work when performing the test with the equipment outside the patient. The procedure was completed with another fiber with no patient complications. The fiber was returned, and analysis identified a fractured.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece with no defects to fiber body. Microscopic inspection showed that the fiber connector had burn marks on the connector face in addition and internal connector fracture was identified and aiming beam was weak. The complaint was confirmed. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face. The IFU states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is caused traced to component failure.